Event description:
It was reported that the pt may have primed the pump while attached to the infusion set and subsequently went to the emergency room for treatment of low blood glucose levels.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. The user guide warns that priming while the infusion set is attached to the body can result in unintended delivery of insulin, which can result in serious injury or death. No conclusion can be made at this time.